Event description:
The recipient was re-implanted due to a dehiscence of the posterior external auditory canal (eac) wall with electrode array exposure.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. In addition, damage to the active electrode, likely caused by minute device mobility, was found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient was re-implanted due to a dehiscence of the posterior external auditory canal (eac) wall with electrode array exposure.